Event description:
During an in-clinic follow-up, oversensing, captive atrial pacing (cap) and functional loss of capture (loc) were observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable.